Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the authorized wife states pw not suctioning and motor doesn't make any noise. It won't stay on. Rep reviewed acct and saw that last kit they purchased was back in (B)(6) 2025. Explained the importance of keeping up with the maintenance of the machine. Stated she purchases hoses from amazon and also is a nurse and gets the stuff for the kit from the hospital she works at. Did inform we can't validate the warranty on those items, offered to t/s unit but she stated it wouldn't work. She stated she would purchase a kit and I'm sending her power cord. Advised to call back if items don't resolve the issue. Used with male wicks. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state. Do not immerse the purewick urine collection system in water and plug the purewick urine collection system power cord into device outlet (b) and into an a/c power outlet. Note the letters correlate to a diagram within the IFU. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. Use only the purewick urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. Do not place purewick urine collection system or its cord across walkways creating a tripping hazard. Turn on the purewick urine collection system by pressing the on/off switch. The purewick urine collection system is working when the switch lights up green and the device makes a soft humming sound. The system is now ready for use. Battery power operation (pw200 only). The built-in battery recharges any time the device is plugged into an outlet. To fully charge the battery, the system must be plugged in for 12 hours. The battery will supply 8 hours of backup power before requiring recharging. The purewick urine collection system remains fully functional while the device is recharging. Battery life status - green led light. No light device is powered off.. Solid device is on and fully charged. Slow blink device is charging. Fast blink operating on battery; battery less than 20%. Note: if it is too cold or hot, charging time may be longer or battery may not fully charge. Also states the following troubleshooting steps: 1. Check that the power cord is plugged into the purewick urine collection system and to an electrical outlet. 2. Ensure the electrical outlet is functioning by plugging in another electrical device. Failure to clean and/or replace accessories may affect the performance of the system. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the authorized wife states pw not suctioning and motor doesn't make any noise. It wont stay on. Rep reviewed acct and saw that last kit they purchased was back in (B)(6) 2025. Explained the importance of keeping up with the maintenance of the machine. Stated she purchases hoses from amazon and also is a nurse and gets the stuff for the kit from the hospital she works at. Did inform we cant validate the warranty on those items, offered to t/s unit but she stated it wouldn't work. She stated she would purchase a kit and I'm sending her power cord. Advised to call back if items don't resolve the issue. Used with male wicks. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).